Event description:
The lead was capped on (B)(6) 2011, due to advisory/recall. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).